Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report. Same pt as MDR 910622-2009-00069.

Event description:
It was reported via our sales rep, at the end of the surgery, he had problems in turning in the end caps. It was not possible to turn them in. Nevertheless, the surgery was completed successfully.